Manufacturer narrative:
(B)(4). Date sent: 11/14/2017. D4: batch # k92136. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 13 conforming clip; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2017. Additional information: lot # k4d92t: expiration date 08/31/2017; certification date 09/07/2013. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Patient details: c.b. / female / 135kg/165cm / 03.12.1980 / laparoscopic roux-en-y, single anastomoses bypass. Surgery delayed by two minutes.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric bypass, clips would not dispense out of jaws of device ¿ could not get clips to close on tissue to form. Opened new device to rectify. There were no patient consequences.